Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. First/given name: unknown / not provided. PMA/510(k) number k011028 and k013227.

Event description:
It was reported perforated sinus and lack of primary stability and was removed. No other implant has been placed for the moment.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) implant with mount and screw was returned for investigation. Visual evaluation of the as returned product identified no apparent malfunction. Signs of use. The device could not be functionally tested for the reported failures (perforated sinus & unable to place) as they are medical events. However, measurements were taken using a caliper. Pre-existing patient conditions noted on the per were type I (high) bone density and bruxism. The reported device was being placed on tooth 44 (fdi) and removed same day. Device hisotry record (DHR) review was completed for the subject lot number 1244527. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review by lot number (1244527) was performed for similar event (keyword category: medical perforated sinus & unable to place into osteotomy) and 1 other similar complaint was identified for unable to place: (B)(4). September post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported events could not be verified since they were medical conditions.